Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted atrial undersensing during atrial tachycardia/atrial fibrillation episodes. Oversensing was also noted on the right ventricular (rv) lead and possible high left ventricular (lv) lead thresholds. All leads remains in use. No patient complications have been reported as a result of this event.